Event description:
During surgical procedure, device broke apart and became stuck in patient's artery. Doctor removed the device by opening the artery to take it out. Attempted to use a second device and it failed as well. Ref report: mw5146991.